Event description:
Info rec'd indicates the valve was removed due to stenosis, as seen on echo. The device was replaced and the case completed with no add'l consequence to the pt. Although the pt subsequently expired in 2004, the hcp indicated the death was not attributable to the device.